Manufacturer narrative:
Added device problem code.

Manufacturer narrative:
This event will be updated when the investigation is complete.

Event description:
Allegedly patient presented with pain and squeaking sounds, upon x-ray the liner showed disassociation. All mpo implants were explanted and replaced with another manufacturers system, apart from the femoral stem. (B)(4).